Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
Eval summary: all devices were verified to be compatible with each other. Surgical notes were provided, and indicate that the knee found to have good flexion, full extension with good stability and proper alignment, and proper patellar tracking. It is likely that these operative notes are related to the primary surgery. However, only a portion of the document was received, and it cannot be conclusively stated. There is no indication in the notes that the pt was revised. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height, activity level, and type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. This report was previously submitted on medwatch # 1822565-2012-02189.